Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. Review of the operative notes confirmed the complaint. The product was not returned for the investigation, therefore a visual and dimensional evaluations could not be performed. Device history record was not reviewed due to item and lot identification is necessary for review. Operative notes and x-rays were reviewed; however, the root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported a patient underwent initial total hip arthroplasty on approximately 1 year ago. Patient presented with small area which appeared to be consistent with a stitch granuloma towards the distal portion of the wound on an unknown date. Attempts were made to obtain additional information; however, none is available.